Event description:
It was reported that the abutment screw fractured at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: PMA/510(k) number is unknown, device manufacture date: manufacturing date is unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: catalog. G3: date received by the manufacturer. G4: PMA/510(k) number. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. Upon ongoing investigation it has been identified the screw reference.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One screw was returned for investigation. Visual evaluation of the as returned product identified the screw fractured around the threads region. Screw identified as iunihg.functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 22 (fdi) and was used for approximately 17 years, 1 month. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'fracture screw'. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.